Event description:
It was reported that the patient experienced infection in the implant wound of this inflatable penile prosthesis (ipp), as one week after the implant surgery, the patient suffered a stroke, was hospitalized for care and was unable to care for the wound properly. One month later, a surgical procedure was performed, during which the existing ipp was removed and replaced it with a new malleable device, so the space left by the existing implant can be maintain. Upon explant, no device issues were identified. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.